Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported on medsun form: "needle tip broke off in the main airway during biopsies. The needle was easily recovered with bronchoscopic forceps with no signs of bleeding or complications."